Manufacturer narrative:
Additional medwatch information received.

Event description:
A copy of the customer¿s medsun report was received from the FDA and states: ¿piv (peripheral intravenous) & PICC (peripherally inserted central catheter) lines infusing tpn (total parenteral nutrition) were found to be leaking at the filter. The filters were mated to the stopcocks. The tubing was attached to the patient at the time of the events but no patient harm was noted. No cracks were noted in any of the filters. There were 14 separate incidents with this particular type of filter during a one month time period.¿

Manufacturer narrative:
Correction on follow-up(2): disregard medwatch # and information provided with it.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported tpn was leaking at the filter after 24 hrs. In use with no visible cracks noted. There was no report of patient harm. The event occurred in the nicu. Prior to infusion the priming technique is by gravity per rn.